Event description:
It was reported that insulin pump has cracks around the display window and battery compartment. The blood glucose levels were not included in the report. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.